Event description:
This 31-yr-old female underwent bilateral augmentation mammoplasty in 1984 with implantation of silicone gel implants. As the procedure was not performed at this reporting facility, the silicone gel implants MFR is not known to us. The pt is being treated for depression and desires to have the implants removed to recover. Gross exam: both are ruptured and fragmented.